Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter was reading inaccurately high compared to normal readings. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a successful follow up call to the patient. The patient reported that the subject meter began reading inaccurately in february. She stated that she obtained alleged inaccurate high result of 222 mg/dl on the subject meter compared to feelings normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and reported that she increased her dose of medication by an unspecified amount as a result of the alleged product issue. The patient stated that 2 and a half hours after the alleged issue began she developed the symptoms of a hypoglycaemic low seizure including shakiness. The patient reported that she self-treated with food/drink (prune juice). At the time of trouble shooting, the cca confirmed that the meter was set to the correct unit of measure and control solution was not manually selected. The test strips were stored correctly and not expired. Cca noted that the patient did not have control solution to carry out a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.